Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the structure display has flipped in monaco in the tsc views.

Manufacturer narrative:
D4. Serial number and unique identifier (UDI) number corrected. G5. PMA/510(k) number corrected. H10. Additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that it is possible to end up with a contour in the wrong position when the user renames a structure to a structure name that is already defined for the patient. Renaming a structure to an existing structure name can only occur when the new structure name does not have any contours assigned to it. When the renaming is performed, monaco copies the contour information in it's memory from the old structure name to the new structure. During this renaming process, a defect can occur causing the contours to be rotated and flipped after they are copied to the new structure name. The issue will be fixed in a future release of monaco® software. No patients were mistreated.